Event description:
It was reported that during an iliac angioplasty procedure, the balloon would not properly deflate requiring removal and replacement of the sheath and catheter (catalog # in block d10). The same deflation difficulties occurred and both items were removed as a single unit just as before, however, replacement products weren't necessary as the case was completed using the 2nd catheter.